Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
It was reported the unit alerted to a primary alarm test failure. There was no patient involvement. The manufacturer's international service technician confirmed the presence of the error in the significant event log. The manufacturer's international service technician replaced the speaker and the issue was resolved.

Manufacturer narrative:
G4:03dec2020. B4:11dec2020. The replaced speaker was returned for internal failure analysis. Component analysis found that an electrical open in the speaker created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.